Manufacturer narrative:
The manufacturer previously reported a leak condition with the oxygen blending module board that was repaired at a third party service center. The oxygen blending module board was returned to the quality assurance laboratory for further investigation. During the investigation the technician was unable to confirm the reported leak issue. Although the reported issue was not confirmed, the flow sensors on the pca were found to be contaminated with a foreign substance.

Event description:
The manufacturer received information alleging a leak in a ventilator's oxygen blending module. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received additional information from a third party service center regarding a ventilator's oxygen blending module that was allegedly leaking. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.